Event description:
Customer reported via phone, customer was having issues removing battery cap. Customer's blood glucose was 12 mmol/l. Troubleshooting was performed and customer was unable to remove the battery cap. The device also alarmed failed battery test. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with a blank display due to a severely corroded battery tube. Unable to perform the displacement test or verify the failed battery test alarm due to the blank display. The pump had a broken battery cap, minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. 3004209178-2015-5